Event description:
Inaccurately low results. The patient reported that at 9pm he obtained a blood glucose result of 124 mg/dl on the reported meter. The patient later experienced hyperglycemic symptoms such as `urination and headache', and self-medicated with oral medication. The patient reported laboratory blood glucose results of 160 mg/dl were obtained. He was seen by a medical professional and treated with insulin. It is unknown how much time elapsed between the meter result and the laboratory result. The patient takes humulin l insulin and r insulin, dosages unk and an unk oral medication. The patient reported he has not used the reported meter for over a year. The customer care advocate was unable to troubleshoot during the telephone call as all of the patient's reagents were expired. The meter, test strips and control solution were replaced. It would have been helpful to determine which oral medication the patient took when he obtained the meter result of 124 mg/dl, the amount of time elapsed between the meter reading and the onset of symptoms, which healthcare professionals services were sought, the amount of time elapsed between the meter result and the laboratory result, the specific insulin treatment given the patient, his medication regimen, any other medical conditions, if the patient had a backup meter. The patient obtained relatively normal results on the reported meter prior to experiencing symptoms, however, this incident is being reported as an adverse event due to the patient subsequently experiencing symptoms of hyperglycemia despite a reported laboratory glucose of 160 mg/dl and was being treated with insulin by a healthcare professional.